Manufacturer narrative:
Device is combination product.device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Event description:
Same case as MDR ID: 2134265-2012-06295. It was reported that during a stenting treatment procedure an axial length change occurred. The patient presented with a non st elevated myocardial infarction along with ruptured plaque and extensive thrombosis throughout the right coronary artery (rca). The physician performed mechanical aspiration; however, the patient had no reflow. The physician attempted to cross the lesion with a 3.5x38mm promus element plus stent delivery system (sds); however, the device was unable to cross the lesion. The sds was removed from the patient and a 3.5x30mm non bsc stent was deployed in the mid to distal rca. The physician went back in with the original 3.5x38mm promus element plus sds and was able to deploy it in the mid to proximal rca. The physician then placed another 3.5x15mm non bsc stent through the two previously placed stents. The lesion as post dilated with a 4.0x20mm apex balloon and the procedure was completed and it was noted that the patient had good flow. The next morning the patient presented with chest pain and was brought back to the cardiac cath lab. Angiography was performed and it was noted that all of the previously implanted stents looked good; however, there appeared to be thrombus that had embolized. The physician attempted to advance two non bsc aspiration catheters without success and but was able to pass a 2.0x12mm apex balloon catheter to the lesion. The physician opened up the lesion with the apex balloon and then performed intravascular ultra sound (ivus) and it was noted that the previously placed 3.5x38mm promus element plus stent had accordioned and thrombus was present in the proximal segment of the stent. Post dilation was performed with a 5.0x15mm apex balloon and then a 4.0x8mm promus element plus stent was placed over the accordioned segment of the 3.5x38mm promus element plus stent. Post dilation was performed again with an unspecified 5.0mm balloon and ivus was performed, revealing that the newly placed 4.0x8mm stent had also accordioned. A 5.0x13mm non bsc stent was placed in the proximal segment of the rca and the procedure was completed. No additional patient complications were reported and the patient's current condition is okay. Additional information was requested and is not available.